Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a vibrator alert due to increased hv impedance. Programming changes were made. The patient has not experienced any further events since.